Event description:
It was reported by service report that the right siderail does not lock in the upright position. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Right siderail timing link.